Event description:
Prior to the procedure, the hospital noticed that a portion of the teflon jaws was missing from the grasping section of the curved scissors. The scissors was not used for the procedure.